Event description:
It was reported that the customer's blood glucose was 45 mg/dl and his sensor gave a reading of 72 mg/dl. Customer did treat with food. Leading up to the low blood glucose, the customer did not eat lunch at work and did physical work; he did not remember leaving work, driving home, and talking to his wife on the phone. At the time of the report, the customer's blood glucose was 160 mg/dl. Customer stated the sensor was not bent and appeared normal upon removal. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.